Event description:
On (B)(6) 2025, a patient (pt) called to report an ¿allergic reaction and eye infection¿ while wearing an acuvue® oasys 1-day with hydraluxe® technology brand contact lens (cl) in the right eye (od). The pt reported irritation in early on (B)(6) 2025 while wearing the od cl and went to the eye care professional (ecp) who advised the pt had an ¿infection od.¿ the pt was prescribed polymyxin b trimethoprim drops three times daily (tid) which the pt reported using ¿about 1 week.¿ the pt advised the ecp mentioned ¿something about a corneal ulceration¿ caused by the cls. The pt reported daily cl wear and does not sleep in the lenses. On (B)(6) 2025, a call was placed to the pt¿s treating ecp. A representative advised the pt¿s chart did not reflect a ¿corneal ulcer od¿ and no location of a corneal ulcer was noted. Additional information was requested to verify the pt¿s diagnosis and treatment. On (B)(6) 2025, a return call was received from treating ecp¿s office. The ecp advised that the pt had an ¿infectious peripheral corneal ulcer od¿ (date of diagnosis not provided) and was prescribed polymixin b trimethoprim tid for the od. The pt was fully healed (date not provided) and released to return to cl wear. On (B)(6) 2025, an ecp from the pt¿s treating ecp¿s office provided additional information. The pt was initially seen on (B)(6) 2025 where the pt reported ¿immediate irritation¿ with a cl that morning. The pt was diagnosed with peripheral (limbus), infectious corneal ulcer od and was prescribed polytrim od tid. The ecp reported that the pt does not sleep in the lenses, but reported showering in the lenses the last few weeks advising that ¿water does not get in the eyes.¿ on (B)(6) 2025, the pt returned for a follow-up visit and a small pinpoint area of haze was noted on the od. The pt was advised to continue polytrim tid od. The ecp reported that the ¿od did not have a healed ulcer and then a new ulcer and it was a continuous event od.¿ the pt was seen on (B)(6) 2025 and the od was healing and ¿had trace amounts of infiltrates.¿ the ecp advised that the pt should no longer be using polytrim. No additional information was provided. No additional information is expected. A lot history review was performed and revealed the following: all parameters tested were within specification. All sterilization requirements were successfully completed. Lot number: j003jrl was produced under normal conditions. The od suspect cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.